Event description:
New information notes that a new system has not been re-implanted as of yet and the patients condition is stable.

Event description:
It was reported that the system was explanted due to infection.